Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to remove vessel, include, but not limited to tissue or suture caught in foot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with two prostyle devices using the pre-close technique via a 7f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, after successfully deploying the sutures, there was resistance removing the two prostyle devices. The devices were simply pulled out and the feet were noted to be closed. The sheath was upsized to a 16f sheath and the aaa procedure was completed. Hemostasis was achieved with the successfully placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.